Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override and couldn't be accessed. The technical support specialist (tss) attempted to dial into the server but found the field service engineer (fse) was re-imaging the device. The tss waited until the station was synchronized and verified it showed online in remote smart service. The customer then confirmed the functionality. The system functioned as intended after the technical support specialist and field service engineer investigated and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in critical override and couldn't be accessed. Customer stated that the screen displayed the error message: "error - value cannot be null. Parameter not met". The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.